Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement with proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a left heart catherization procedure. Reportedly, a proglide device was knotted when removed from the package and another proglide device would not deploy in the artery. The catherization procedure was completed. Manual arterial compression followed by a femostop compression system were used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided. As visual inspection of the device that was reportedly "knotted when removed from the package" found blood in and on the device, it appears the device was used in the patient anatomy.

Manufacturer narrative:
Visual inspections were performed on the returned device. The suture mediated closure (smc) system was returned with blood on and in the device. The reported malposition could not be tested due to some of the device components not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.